Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) episodes due to suspected premature ventricular contractions (pvcs). No changes or intervention was reported, and the patient will continue to be monitored. The patient condition was stable.